Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen, fentanyl and bupivacaine at 800.0 mcg/ml, 800.0 mcg/ml, 30 mg/ml concentrations and doses of 359.77 mcg/day, 359.77 mcg/day, 13.491 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported the patient went to the emergency department on (B)(6) 2016 with increased pain. The clinician administered a bolus and increased the ptm bolus dose. The device was interrogated and the logs did not reveal a motor stall or any other abnormality. The pump was reprogrammed on (B)(6) 2016. The patient had good pain relief following the clinic visit but the pain increased again and the personal therapy manager did not help relieve the pain on (B)(6) 2016. On (B)(6) 2016, the patient reported worsened pain persisted and was administered metoprolol and a fentanyl injection at the hospital. The patient had a catheter access port (cap) contrast study on (B)(6) 2016 and the results were normal. The pump was reprogrammed the same day as the cap study. On (B)(6) 2016 the patient reported episodes of withdrawal and was fearful of a catheter issue. The pump was reprogrammed and a clonidine 0.1% patch was administered on (B)(6) 2016. The patient presented to the emergency department on (B)(6) 2016 and was going through withdrawal and received morphine in the emergency department. The patient was then scheduled for a catheter revision. On (B)(6) 2016 the patient had a catheter revision and kinks at the catheter anchor, connecting pin, and lumbar spine were observed. It was indicated the issue was related to the device or therapy. The issue was resolved without sequelae on (B)(6) 2016 following the revision.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient experienced increased pain, sporadic episodes of withdrawal, and increased anxiety on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.